Event description:
It was reported that a thrombus occurred. A watchman access system (was) was selected for use during a left atrial appendage (laa) closure procedure. While attempting to cross the septum with the was, a clot was visualized in the right atrium. At this time, the decision was made to remove the sheath to aspirate the clot then re-advance the sheath. During re-advancement of the was, the remaining thrombus was carried into the left atrium. Therapeutic heparin was given. The case was aborted, and no thrombus was seen after the was was removed. Additionally, upon initial removal of the was, a kink was noted to the sheath due to tortuous anatomy. No closure device was implanted. No further complications were reported. Patient is stable and was discharged home the same day.